Event description:
An explanted lead and generator were received for analysis from medtronic. Analysis of the explanted lead did not reveal any anomalies other than those consistent with conditions that typically exist following an explant. The setscrew marks found on the connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During analysis of the explanted generator, communication could not be established due to a depleted generator battery. The voltage was 1.26v. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. Additional information received from the patient¿s family revealed that the patient passed away sometime in (B)(6) 2013. The exact date of death was unknown but per the patient¿s sister, the patient passed away due to a seizure and the seizure was witnessed. Good faith attempts to obtain additional information regarding the patient¿s death were unsuccessful.

Manufacturer narrative:
Outcomes attributed to adverse event (check all that apply), corrected data: the initial report did not select anything. As this is a death, death was selected on this report.